Manufacturer narrative:
The returned device is under investigation. A supplemental report will be submitted after investigation has been completed.

Event description:
Prior to a renal cryoablation procedure, three ice force cx° cryoablation needles and system tested fine with no issues to report. During the second freeze a scattered presence that appeared to be bubbling along the shaft was observed. The system was shut down and after approximately two minute fast thaw the needles were removed. No error message appeared on the vi system. The patient had small burn marks at the insertion point of each needle, although one mark was was larger than the other two. The expected ice-ball margin was achieved and the case was completed to the doctor's satisfaction.

Manufacturer narrative:
Three needles were returned for investigation. The needle manufacturing records were reviewed and no observations or deviations were noted. Visual inspection found one of the needles with signs of aggressive corrosion along the needle shaft, and the two needle shafts were found with peeled ptfe coating. Further testing found the three needles passed freezing, electrical and thermal insulation properties. The needle was disassembled and inspected . The needle with corrosion showed burned insulation layer in the middle. The two needles with ptfe coat peeling were found in proper conditions. There was no evidence of manufacturing misprocess. A potential root cause for the shaft corrosion and peeling coating is a combination of a needle heater insulation failure and the creation of an electrical pathway between multiple needles. Based on the investigation results, the customer complaint was verified and the root cause was determined to be a component failure. The case was completed to the doctor's satisfaction.